Event description:
A first PICC was placed in a neonate. On x-ray the catheter tip was thought to be in one location. The infant went into ventricular tachycardia, resulting in having to cardiovert the baby. Add'l x-ray taken and catheter tip was found to be well into the heart.